Event description:
The pt was revised to address pain. Loosening of the cup, brown discoloration, and deterioration of the adductors and anterior wall of the acetabulum was found intra-operatively.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.